Event description:
Tap - it was reported that 344 days afte implantation of a 3.5x32mm taxus express2 drug eluting stent, an instent restenosis occurred. During the initla procedure, the target lesion was located in the mid right coronary artery (rca). A pre-intervention stenosis was not reported. The lesion was pre-dilated with a 2.5x15mm maverick balloon. A 3.5x32mm taxus stent was deployed at 20 atm in the region of the lesion. It was not reported that the stent was post-dilated. The pt rec'c heparin, plavix, intracoronary nitroglycerin, nicardipine, and benadryl during the procedure. No pt complications were reported. The pt presented 344 days after the inital procedure with an in-stent restenosis percentage not reported) in the "proximal/mid rca." The lesion was predilated with a 2.5x20mm maverick balloon. A 3.0x33mm non-boston scientific stent was deployed at 12 atm in the region of th elesion. Subsequently, another 3.5x23mm non-boston scientific stent wasdeployed at 1 atm in the region of the lesion. The stents were then post-dilated with a 4.0x15mm quantum balloon. A post-intervention residual stenosis was not reported. The pt received angiomax, and intracoronary nitroglycertin during the procedure. Complications were reported as "none".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7664290 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.